Event description:
As reported by the user facility: vasopressin was ran and a whole bag given in less than an hour. Upon inspection of pump, it was correctly programmed for vasopressin and rate 0.03units/min, however the concentration and rate were off and it was running at 187ml/hr. When trying to duplicate the pump, health professional was unable to set the rate at 0.03units/hr and have to rate run at 187cc/hr without getting a hard stop.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 57 seconds or 101% of expected accuracy. Options menu/dose rate calculation confirms concentrate 0.01u/ml and dose rate 0.03u/min produces the rate infused of 180ml/hr; while dose rate 0.03u/hr produces rate of 3ml/hr.